Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd as lvp 20d 2ss cv the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: ¿patient on vasopressin drip, rn noted sheet wet near where drips infusing. Using itrace rn noted vasopressin gtt tubing leaking . Tubing changed.¿ per nurse manager, hole in tubing.

Event description:
It was reported while using bd as lvp 20d 2ss cv the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: ¿patient on vasopressin drip, rn noted sheet wet near where drips infusing. Using itrace rn noted vasopressin gtt tubing leaking. Tubing changed.¿ per nurse manager, hole in tubing.

Manufacturer narrative:
The following fields were updated as possible lot numbers d4: medical device lot #: 22075037; d4: medical device expiration date: 14jul2025; h4: device manufacture date: 14jul2022. D4: medical device lot #: 22075043; d4: medical device expiration date: 21jul2025 ; h4: device manufacture date: 21jul2022. D4: medical device lot #: 22085241; d4: medical device expiration date: 21aug2025; h4: device manufacture date: 21aug2022. D4: medical device lot #: 22075572; d4: medical device expiration date: 15jul2025; h4: device manufacture date: 15jul2022. D4: medical device lot #: 22075642; d4: medical device expiration date: 15jul2025; h4: device manufacture date: 15jul2022. D4: medical device lot #: 22075671; d4: medical device expiration date: 15jul2025; h4: device manufacture date: 15jul2022. D4: medical device lot #: 22075039; d4: medical device expiration date: 16jul2025; h4: device manufacture date: 16jul2022. D4: medical device lot #: 22075684; d4: medical device expiration date: 17jul2025; h4: device manufacture date: 17jul2022. D4: medical device lot #: 22075692; d4: medical device expiration date: 19jul2025; h4: device manufacture date: 19jul2022. D4: medical device lot #: 22075042; d4: medical device expiration date: 20jul2025; h4: device manufacture date: 20jul2022 d4: medical device lot #: 22075794; d4: medical device expiration date: 21jul2025; h4: device manufacture date: 21jul2022. D4: medical device lot #: 22075806; d4: medical device expiration date: 21jul2025; h4: device manufacture date: 21jul2022. D4: medical device lot #: 22075808; d4: medical device expiration date: 20jul2025; h4: device manufacture date: 20jul2022. D4: medical device lot #: 22075839; d4: medical device expiration date: 21jul2025; h4: device manufacture date: 21jul2022. D4: medical device lot #: 22075846; d4: medical device expiration date: 20jul2025; h4: device manufacture date: 20jul2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-dec-2022. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective/damaged was verified by inspection. Evaluation of the sample submitted identifies a cut in the tubing. The cut looks to have been created by a sharp instrument due to the cut looking to have smooth edges. The lot number for the infusion set was reported as unknown. The following device history report are probable lot numbers based on the smartsite ID numbers. A device history record review for model 2420-0007 lot number 22075037 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075043 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22085241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075572 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075642 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075671 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075039 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075684 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075692 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075042 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075794 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075806 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075808 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075839 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22075846 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the reported failure could not fully be determined due to the description of events reported. The sample received shows a cut in the tubing that is smooth and not jagged. The smoothness of the cut indicates that the tubing was possible cut by a sharp object. Probable cause for the damage seen is that the tubing came in contact with a sharp edge when in use or that the tubing had the cut prior to use and only noticed after the set had already been set up. The manufacturing location conducted an investigation to determine if their process may have caused a cut in the tubing similar to the cut seen in the sample. A similar cut could not be reproduced at the manufacturing facility. Updates to the manufacturing process had been made in september 2022 to eliminate potential sharp edges that may damage the infusion sets. The infusion set sample submitted was manufactured before the implementation date.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd as lvp 20d 2ss cv the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: ¿patient on vasopressin drip, rn noted sheet wet near where drips infusing. Using itrace rn noted vasopressin gtt tubing leaking . Tubing changed.¿ per nurse manager, hole in tubing.